Event description:
It was reported that the tip of accolade no. 1 broach broke off and was spotted on x-ray in the patient's femoral canal.

Manufacturer narrative:
Add'l info has been requested and if received will be supplied on a supplemental report.